Event description:
It was reported that the patient had driveline power fault alarms. Damage was noted on the driveline superior to modular connection. Log files were sent for review and captured driveline power faults (power a) starting on (B)(6) 2026 at 05:12 and continued for the remainder of the log file. It was later reported the system controller and modular connector was exchanged. The driveline power fault immediately returned after the exchange. Additional log files were sent and captured the return of the driveline power faults after the equipment was exchanged. Images revealed possible debris on the pump side connector. It was later reported that the driveline power fault alarms did not resolve and the power cable was planned to be cleaned (B)(6) 2026, which resolved the alarms. It was noted that there was corrosion on the pump cable connector and the modular cable, lot # 11198210, was replaced during the cleaning procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.